Event description:
It was reported to philips that an inspection follow-up repair was conducted, but the specific issue was unclear on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service confirmed normal operation of the flexvision distributor. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).